Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support, who provided instructions for a complete pump reset. After following the guidance, the pump did not display the cgm error again, and the customer successfully started their sensor session.